Event description:
A 22 mm diameter x 13 diameter x 16.5 cm length aneurx bifurcated stent graft was successfully implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be difficult to access due to severe type IV shape of the artery. It was reported that the physician was unable to cannulate the contralateral gate due to the patient's vessel morphology. Further unsuccessful attempts were made to cannulate the gate; however, it was not possible to access the true lumen. The bifurcated stent graft was converted to an aorto-uni-iliac device by placement of an aortic cuff in the flow divider and performed a fem-fem bypass. The final outcome of the procedure was good and the patient is reported to be fine.